Event description:
The pt was receiving fluid via the infusion pump. Approx 100 to 150 ml of fluid noted to be in the IV bag at the beginning of the shift. The IV rate was initially at 10 ml/hr then increased to 30 ml/hr and then to 50 ml/hr. Six hrs later the volume in the bag was noted to have changed little. The pt's urine output was low and the pt ws given add'l bolus of IV fluid (250 ml) at the end of the shift. It was reported that the pt's urine output was borderline even prior to the occurrence. No add'l pt intervention was required.